Manufacturer narrative:
Na.

Event description:
The customer initially reported that after running quality controls for the shift, controls were outside of range for prostate-specific antigen (psa) and thyrotropin (tsh) tests. The customer also stated that they received an abnormal sipper movement alarm on the analyzer and that the procell reagent volume in a reservoir was inadequate. The customer stated that he repeated 5 patient samples and all had significant result differences. Of the five samples, the customer provided an example of one sample that had an erroneous tsh result that was reported outside of the laboratory. The sample initially resulted as 0.986 uiu/ml and this value was reported outside of the laboratory. The sample was repeated on a different analyzer, resulting as 2.06 uiu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The tsh reagent lot number and expiration date were asked for, but not provided. The field service representative could not replicate the abnormal sipper movement alarm. The customer ran quality controls and these were within specified limits. The field service representative inspected the procell and cleancell reagent dispense, all valves, and adjustments. He ran performance testing and this was within acceptable limits.